Event description:
It was reported that during phacoemulsification the doctor experienced a power surge that resulted in a broken capsule in the right eye. Doctor performed a vitrectomy. Doctor reported patients pre-existing conditions to be high cholesterol, left kidney cancer and diabetes. Case was completed and no additional patient information was provided.

Manufacturer narrative:
It was originally reported that surgeon experienced unstable chamber and it is not correct. The complaint reporter attributes the event to a power surge.

Manufacturer narrative:
It was originally reported that system was evaluated however, it was found that evaluation was done prior to the reported event (date equipment evaluation performed: (B)(4) 2012). The unit was replaced at the customer site and received at the manufacturing facility for evaluation. Visual inspection was performed on the returned unit, and the results showed that there were no visible signs of material or cosmetic defects. A signature console system startup test was performed to test the functionality on the unit. It was found that the sealed lead acid battery (sla) was fully discharged. The battery was replaced to address this issue. After the sla battery was replaced, the system was functionally tested and the results showed it was 100% functional. The unit passed all required tests and there was no abnormal operation observed during testing.

Event description:
It was reported that during phacoemulsification, the doctor experienced unstable chamber which resulted in broken capsule in right eye. Doctor performed a vitrectomy. Doctor reported patient's pre-existing conditions to be high cholesterol, left kidney cancer and diabetes. Case was completed and no additional patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: upon inspection and analysis of the unit, field service engineer completed a 2012 preventative maintenance, recalibrated vacuum, replaced o-rings and filters, installed sla battery fuse, checked all connections, reset service clock, completed system checkout and verified all modes of operation and all calibrations. Per fse unit complies with all amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Placeholder.